Event description:
While deploying the watchmen (left atrial appendage closure device) the appendage was perforated. An emergent pericardiocentesis was performed. Patient then had surgical repair in the room and excision of atrial appendage.